Event description:
It was reported that the pump touch screen was cracked, unresponsive and unreadable. Subsequently, the customer experienced an elevated blood glucose (bg) displayed ranging from 630-648 mg/dl. The customer administered a manual injection of insulin to address the bg. The customer reverted to an alternate method in insulin therapy.